Event description:
A malfunction alarm identified as malfunction code 9 was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump and assisted the caller in performing the procedure. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer understood the instructions provided.